Event description:
The user site reported that the c-arm of a selenia dimensions mammography systems, 3d system rotated on its own prior to a patient exam on (B)(6), 2025. No patient or user injuries were reported. A hologic field service engineer (fse) was dispatched to assess the system. The user site informed the fse that the c-arm of the system moved on its own when the rotary switch at the bottom of the c-arm was used. The fse observed that the rotary switch of the system in the back of the gantry was getting stuck, which caused the c-arm to move on its own. The fse ordered a new rotary switch for the system. The fse replaced the rotary switch and tested system and confirmed the switch was no longer getting stuck. The fse performed gain calibration and artifact evaluation and verified that the system is now operating according to manufacturer specifications. No further information is currently available.